Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles. The customer states they have had issues with large air bubbles. The customer states that due to the air bubbles being so large, they often end up without insulin. The customer states they fly a lot, and go through many airport security checks and body scanners. The customer's blood glucose level at the time of incident was unknown. The customer did not wish to troubleshoot for the air bubbles at the time. The customer was advised to store insulin at room temperature. The customer was being sent replacement pump due to high magnetic field exposure. No further assistance provided at this time.